Event description:
The patient reportedly experienced retention issues between the external equipment and the implant. Multiple attempts with varying magnet options and strengths were made. However, the problem was not resolved. The patient electively has been a non-user for several years due to the retention issues. Surgery to replace the patient's internal magnet will be scheduled.